Manufacturer narrative:
Received one device. Customer complaint of cassette not attached error confirmed through functional testing. Found nonresponsive downstream occlusion sensor (dso) . Replaced dso sensor. Upon further investigation, performed dso calibration. Performed performance verification tests (pvt) , unit passes all testing criteria. Updated software. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement. The issue was discovered during testing.